Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt. Update: 03/25/2014- sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is now being added to the complaint. This complaint was updated on: 4/16/2014. Update rec¿d 8/12/2014 - medical records received. Patient revised to address metallosis and osteolysis. Upon revision, black corrosion was noted along the taper. The stem was left in situ. The stem is being added to the complaint. This complaint was updated on: 09/02/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec¿d 12/29/2014- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 01/21/2014.